Event description:
It was reported that pump experienced malfunction that displayed malfunction code and fault ID, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer reset pump with guidance from technical support, confirmed malfunction did not recur, was advised to continue using pump and to call back if issue returned, and chose to load new cartridge without further assistance.